Manufacturer narrative:
The home pt's nurse has agreed to review proper procedures with the home pt.

Event description:
A home pt contacted baxter's technical svc center requesting a swap of his homechoice machine on 09/12/2004 due to receiving a sys error 2240 alarm eight days earlier. Reportedly, the home pt rec'd the alarm during the initial drain cycle of his automated peritoneal dialysis therapy. The home pt stated, that his transfer set was connected to the pt line of the home choice set during the prime cycle. After receiving the sys error 2240 alarm during initial drain cycle, the pt then continued a new therapy session with the same supplies. Baxter's technical svc center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.